Event description:
It was reported that, "a cemented femur was implanted as press fit, no cement was used. This was noted after the case was completed. The following day a revision took place, and a new cemented femur was implanted with cement. The liner was also exchanged for access."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.